Event description:
It is reported that a patient underwent a bowel resection procedure on an unknown date and suture was used. During the procedure, the suture provoked a wound on the tissue. A temporary ileostomy was created.

Manufacturer narrative:
(B)(4). Bowel tissue injury. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.